Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was overdosing and the healthcare provider (hcp) had them on a narcan drip. Hcp requested a company representative come to the hospital and turn the pump off or down.